Event description:
The customer reported that there was a communication failed error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage at display adapter was evaluated and adjusted to optimal operating voltage. All connections and fuses in the workstation were reseated. The system interface board was reseated. The system was tested and found to be working as intended and returned to service.